Event description:
Procedure date: 2008. The trupath biopsy device was used in transrectal ultrasound of the prostate with biopsy procedure. The trupath was inserted into the separate chamber on the ultrasound probe to obtain the biopsy. The probe was placed in the rectum. The probe was cleaned thoroughly between each use. The procedure went as expected. Post procedure 3 days later, the patient went to emergency room because of the high fever with chills, weakness and frequent urination. The patient was admitted in the hospital for possible urinary tract infection. It is unknown what may have caused the infection.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.